Manufacturer narrative:
The therapy/implant dates for the concomitant medical products listed below are unknown: model: 3383, scs extension. Model 3408, scs receiver. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported effective therapy was never established. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up revealed the patient's lead was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.

Event description:
Follow-up revealed high impedance was found on a couple of lead contacts. Reprogramming was unable to provide resolution. Surgical intervention remains pending.